Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported a vela ventilator displaying "ventilator inoperable (vent inop)" during software installation. The main printed computer board assembly (pcba) was replaced and resolved the reported issue. The customer reported the device was return to service.

Manufacturer narrative:
Per results of investigation from the failure analysis (fa) lab, when the vela ventilator was powered in respiration mode it was found that the turbine was non-operational and the unit showed "motor fault". The checked events log also revealed that the 24vpower supply voltage was too low and displayed "vent inop" and "post dac or adc" errors. The malfunction was attributed to a faulty resistor. This is a known issue that is currently being addressed within carefusion.